Manufacturer narrative:
At this time, product has not yet been returned. An investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. Sensor kit expiration date is 30 nov 2019. Medical event associated with this complaint case occurred on (B)(6) 2021 which confirms the usage of the device beyond the useful life of the device. Additional investigation activities are not required as the device met specification when it was released and throughout its lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported unspecified low reading issue with the freestyle libre sensor. The customer reported obtaining low scan readings, and was experiencing symptoms of shortness of breath, heart palpitations, weakness, and dehydration. The customer went to a hospital, where a healthcare meter result "300 points higher" was obtained. The customer was treated with insulin (dose unknown) and saline solution for a diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.